Event description:
It was reported to the manufacturer that the site has been facing communication issues with their wand. Troubleshooting did not resolve the issues. The non-working programming wand was returned to manufacturer for analysis. Analysis of the programming wand revealed that there was an intermittent conductor in the wand serial data cable which produced communications errors. A known good bench serial data cable was substituted at which time all communication errors cleared and full product functionality was restored. The strain relief grommet was observed to be dislodged that my have contributed to the intermittent condition of the conductors.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.